Event description:
Pt was revised due to poly wear, osteolysis and loosening.

Manufacturer narrative:
The exact date of implant is not known. Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. In addition, the reported product codes are discontinued items. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.